Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer was hospitalized due to high blood glucose level and cancer on (B)(6), 2021. Customer's blood glucose level was over 500 mg/dl when admitted to hospital. Customer's current blood glucose was 348 mg/dl. Customer stayed overnight in the hospital. Customer did not feel okay to troubleshoot. It was unknown whether the customer was using auto mode feature or not. Customer needed help to set up their insulin pump. The insulin pump will not be returned for analysis.